Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating that the rn states that the monitor did not alarm while she witnessed the hr exceed the alarm value. The alarm limits were set to 125 and the nurse witnessed the hr at 145; however, the alarm did not sound. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote clinical support personnel which included remotely review of clinical audit logs and configuration files with the customer to troubleshoot the issue. The customer was informed that with the alarm set to 125, if the delta alarm is set to 20 points, the alarm would not be seen or heard until the hr exceeded 145. The results of the analysis indicated that yellow alarms are seen on the audit trail prior to the alarm limits being changed from 130 to 125. Alarms were active and registering in the clinical audit log. Shortly after the hr alarm limit was changed to 125 red alarms were seen in the clinical audit trail. The rn reported that the patient was ambulating at that time and exceeded the new alarm limits. It was identified that the monitor had ECG arr. Alarms off. Biomed noted that the monitor had a sleep profile loaded, which would indicate the alarm volume off at the bedside and on at the picix. The device was restarted, to reload the default settings and disable the sleep setting. The logs and configuration files were not retained for investigation as the device was determined to be functioning properly. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the device was set to the sleep profile, so it was alarming at the piic and silenced at the bedside. The issue was resolved by restarting the device to reload the default settings and turn off the sleep profile. The customer was also provided information regarding the function of this setting and how to change this configuration if desired. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. The manufacturing date for the reported device is prior to 24sept2016, so no UDI required.